Event description:
It was reported that this right ventricular (RV) lead was explanted due to unknown reason. This RV lead was replaced with the same model and returned for analysis. No additional adverse patient effects were reported.